Manufacturer narrative:
Device evaluation: once used suspect device was returned to evaluation. The evaluation has not been completed. The device history record was reviewed and found no exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation: method: process evaluation.

Event description:
The user reported that during percutaneous transluminal coronary angioplasty, the syringe did not want to inflate with increased pressure. No harm or injury was reported.